Event description:
It was reported that during a lap gastric bypass procedure, the jaws of the device jammed during the fourth firing. The device was cleaned during uses. Or time was increased due to the malfunction of the device. The surgeon had to use the manual release lever for opening. Upon opening, incorrect staple line formation was found.

Manufacturer narrative:
Date sent: 3/09/2009. Info anticipated, but unavailable at this time.